Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter: the drug solution did not come out upon priming.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter: the drug solution did not come out upon priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-oct-2022. H6: investigation summary six open 32g x 4mm pen needle samples and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos a bent non patient end of cannula was observed on three samples and a bent patient end of cannula was observed on one sample. No manufacturing related issues were observed. Due to the condition the samples were returned no clog test could be carried out. A clog test as per q-sop-183-dl was carried out on the remaining two samples and no issues were observed. See attached data collection form. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 4 bd micro-fine¿ pro pen needles were unable to prime. The following information was provided by the initial reporter: the drug solution did not come out upon priming.